Event description:
It was reported that during a routine device change out procedure, the patient was externally paced through transthoracic pacing. Upon the use of electrocautery to open the pocket, the patient experienced asystole and the pulse generator exhibited loss of output. The device was successfully explanted and replaced. No further complications were reported.

Manufacturer narrative:
Final analysis found the device in backup vvi, after a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.